Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer suspected that the site may have been the cause; however, this could not be confirmed. Customer's blood glucose level was 420 mg/dl. Reportedly, the customer administered a manual injection.